Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The monitoring voltage was found to be decreasing at a more rapid than expected rate. The ICD software has been upgraded and the physician has elected to monitor battery depletion until elective replacement indicator (eri) is reached. Implanted: 10/03/95 (implanted 11 months)